Event description:
On 11-feb-2026, a company representative - service personnel contacted technical service to report that careassist es110/210/410, nul (product code p1170d0000006, serial number (B)(6)), had hi-low column raised on its own. This occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the motor control board needed to be replaced. Per the hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Hilow columns: inspect the column assembly for the presence and tightness of the attachment screws and the snap ring at the bottom of the column. Repair as necessary. Fully raise and lower the bed frame one time. Make sure there is no friction or abnormal noises and that no audible overload indication can be heard during the movement. Make sure the bed not down position indicator illuminates on the control pendant and goes out when the bed is in the low position. Replace the defective column(s) in the event of a malfunction. Troubleshoot in the event of a doubt. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in may 14, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the motor control board to resolve the reported event. Based on this information, no further action is required.